Event description:
The customer reported via phone call that they had inaccurate readings with the insulin pump and sensor. The customer stated they were alerted of a low blood glucose, which prompted the threshold suspend feature on the insulin pump. Customer also reported experiencing a high blood glucose of 400 mg/dl. Customer's current blood glucose was 145 mg/dl. The customer was able to treat for their blood glucose with food. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.